Event description:
It was reported by surgeon that high lead impedance was rec'd in the operating room while replacing a pt's generator due to end of service. The pt's old generator was unable to be interrogated due to end of service and high impedance was rec'd when a new generator was placed onto the pt's existing leads. The new generator was disconnected and tested with a test resistor and found to be functioning properly. The pin was reinserted after verifying no debris was in the pin receptacle. The surgeon then decided to re-implant the pt with another generator and replace the leads due to the rec'd high impedance. F/u was made with the pt's treating neurologist who indicated the pt was referred for surgery on (B)(6) 2010 as interrogation of the pt's device indicated 7/limit/high/no. The last known good diagnostics were from (B)(6) 2009 and were within normal limits (no specifics) dcdc 2. No pt manipulation or trauma was reported and a chest x-ray was taken on (B)(6) which would not be released to the MFR. The explanted generator and lead were returned to the MFR and explanted for both end of service and lead discontinuity. At the moment the explanted devices are undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.